Manufacturer narrative:
Innovative health, llc became aware of an incident with a viewflex xtra ice device on 23-mar-2021. It was confirmed that the distal tip partially broke while in use, the doctor was able to retrieve the entire catheter without any extra intervention. The device was returned for evaluation on 16-apr-2021. A follow up was conducted on (B)(6) 2021, with the healthcare facility and the details of the case were confirmed as previously reported. No patient injury was reported.

Event description:
A viewflex xtra ice device was reported to be in use inside the patient when the distal tip broke. The tip did not fall off completely, and the entire catheter was able to be retrieved without any additional intervention.